Manufacturer narrative:
Conclusion / root cause: the data acquisition pcba and data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
(B)(4). Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure the customer reported the device was in use on patient, but there was no patient harm.